Event description:
During a gastrectomy procedure, the device did cut completely, but did not staple (no staple seemed to be inside and no staples would be found in the tissue). A new device was used to complete the procedure. There was no pt consequence.